Event description:
Pt with presumed right retinal artery thrombosis occurring temporally related to a durasphere transurethral bulking agent injection. Pt has been shown to have a patent foramen ovale (allowing arterial embolism) post-event, and a right hemispheric infarct of indeterminate age but no other risk factors for retinal thrombosis. Being treated with anti-coagulation. Rptr asked if the durasphere bead could have been the source of the embolic/thrombotic event. This remains unanswered, and indeed, perhaps, unanswerable.